Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code f1001 captures the reportable event of procedure cancelled/rescheduled.

Event description:
It was reported to boston scientific corporation that a cold snare device was used for polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device could not extend out of the distal end. It gets stuck and requires a huge pressure to get them out, leading to a kink in the proximal shaft. A lot of strain and fatigue on the hand. The patient had five polyps, and due to the difficulty experienced, the physician was only able to remove two polyps. Additionally, it was also due to poor preparation. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.